Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site irritation. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient's mother reported that her daughter wore the pod on her back for less than 36 hours; upon removal she noticed the site was red, slightly raised, scabby and it looks like it was eczema. She took her to see the dermatologist who prescribed her with a steroid cream. She also stated that her healthcare provider advises her to use cortizone cream and both of these creams did not really help her site irritation. Her blood glucose was in normal range.